Event description:
Patient was revised to address infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: patient was revised to address infection. Doi: (B)(6) 2013 stem & cup; doi: (B)(6) 2013 head & liner; dor: (B)(6) 2013 (left hip). Update rec'd on (B)(4) 2014 - patient's medical records were received. There is no new information that would change the existing MDR decision. This complaint was updated (B)(4) 2014. The devices associated with this report were not returned. A complaint database search finds no related incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were obtained and reviewed by a medical professional. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.